Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 233 mg/dl. The customer stated that when occlusion alarms are received, they are able to troubleshoot the issue on their own, verify that insulin is exiting the infusion set tubing and then reconnect back to their infusion set site. The customer inspects the infusion set sites during their scheduled supply changes and has not observed any damage to the cannula. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Tandem technical support educated the customer in regards to different root causes for occlusion alarms.